Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed manual prime test using a new lab reservoir along with a pump. Ran priming in pump at 55.0 units. Infusion set failed per spec. Infusion set found occluded at tubing qr connection septum side.

Event description:
The customer reported via phone call of an occluded infusion set. The customer's blood glucose reading was 121 mg/dl. The customer stated that she had to change the set 4-5 times before it worked. The customer stated that when she connected the set to the reservoir, the insulin would only push through 2/3 of the tubing then stopped and reversed. The customer stated that she had gone through about 10 sets. The customer will be sent replacement sets.